Event description:
It was reported the flushing pump presented a toggle switch that doesn't allow you to increase the increments of flow. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, g1, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: normal wear and tear from the control panel, chassis and caps. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flow problem was due to normal wear and tear from the control panel, chassis and caps. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.